Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. The device recorded a write to locked ram power on reset on (B) (6) 2010 at 22:44:23.

Event description:
It was reported there was a device power on reset. The device remains in use. No patient complications were reported as a result of this event.